Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cardiogenic shock, septic shock. After vascular puncture with the syringe in place, the senior physician wanted to aspirate blood. In doing so, he noticed that air was being drawn in and that the cone had come off the needle. The needle was not bent. No forceps were used with the syringe. The anatomical puncture site is the right subclavian vein. The user then used a new set. There is no patient damage due to the complained-about product. The needle is contaminated with blood.".

Event description:
It was reported that "cardiogenic shock, septic shock. After vascular puncture with the syringe in place, the senior physician wanted to aspirate blood. In doing so, he noticed that air was being drawn in and that the cone had come off the needle. The needle was not bent. No forceps were used with the syringe. The anatomical puncture site is the right subclavian vein. The user then used a new set. There is no patient damage due to the complained-about product. The needle is contaminated with blood.".

Manufacturer narrative:
(B)(4). The customer provided four images for analysis. The customer complaint was confirmed by the photos, which show a separated needle hub, and the lid stock associated with the sample. The customer also returned the lid stock, needle hub, and needle cannula for investigation. Signs of use in the form of biological material were observed on and within the sample. Visual analysis revealed that the needle hub was broken and separated into 2 pieces at the distal end of the hub. A portion of the distal hub remained adhered to the needle cannula. Microscopic examination confirmed the damage. Functional inspection was not able to be performed due to the damage to the needle hub. The needle hub involved with this complaint was manufactured on 10/06/2020. A CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material (polycarbonate) to manufacture the needle hub. Therefore, the sample received was manufactu red prior to the implementation date of the CAPA. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The implementation date of the CAPA occurred after the manufacturing date of the needle hub batches from this event. Teleflex will continue to monitor and trend for reports of this nature.